Event description:
Pt was taken to surgery, prepped and endotracheal anesthesia established with no problems. Umbilical incision was made and a "varies needle" placed. Physician then attempted to insufflate the abdominal cavity with co2 under low pressure, however, at that point we discovered that the insufflator machine was not working. The machine was turned off and on several times and continued to not work. The surgeon removed the insufflator needle from the pt and closed the incision. Staff continued to work with the machine and at times it appeared to start working and then when the insufflator button was pressed, it would malfunction. It should be noted, that it had been checked prior to the case to make sure the gas levels were correct; in fact, the canister was changed and checkout completed with normal function verified. Pt was allowed to recover from anesthesia without incident and transferred to another facility and her procedure was completed later the same day. The insufflator is rental equipment from (B)(4), with (B)(4). (B)(4) was notified on 1-09-10 of the problem and replaced the insufflator later that day. The dyonic insufflator in question is in the biomedical dept (B)(4).